Event description:
It was reported that the ventilator failed gas supply test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).

Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed gas supply test during pre-use check. The field service engineer confirmed the reported pre-use check failure and made sure that the connected air and o2 gas supply pressure was within specified range according to recommended actions in the service manual. It was concluded the control printed circuit board (pcb) needed to be replaced. The control pcb was replaced but not returned for investigation as the customer wanted to keep the defective part. No further problems have been reported. Received device logs confirms the reported issue. If the control pcb measures the gas supply pressure incorrectly, it will be detected by a pre-use check. During ventilation there may be false alarms for low/high supply pressure. The conclusion is that the reported pre-use check gas supply test failure could be confirmed in device logs. The control pcb was replaced which resolved the problem. As no part was returned for investigation, the root cause could not be determined.